Event description:
It was reported that during a trial procedure on (B)(6) 2025, the patient experienced complications with anesthesia during the procedure. As a result, the procedure was abandoned to address the issue.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident is consistent with patient related factors and/or issues.